Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image of digital visual interface signal is defective due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The video processor was returned to an olympus service center for evaluation without a reported complaint. There was no report of patient or user harm associated with an event. Inspection and testing found that a circuit board was damaged and there was no digital visual interface (dvi) image signal. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation found the connector was damaged, and dirt was found on the top cover. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.